Event description:
Caller reported advantage system blood glucose results of 400 mg/dl and 112 mg/dl within 10 minutes. Reported no adverse event relative to discrepancy. A request was made for the return of the meter and strips, replacement sent.

Event description:
The user received a questionable troponin t result for one patient sample. The initial result was <0.010 ng/l and was reported outside the laboratory. The patient had had a previous high troponin t result, so the unit called the laboratory to have the sample repeated. The repeat results performed on elecsys 2010 analyzer serial number (B)(4) were 5.66 ng/l and 5.63 ng/l. The patient was not adversely affected nor treated due to the erroneous troponin t result. The troponin t reagent lot number was 15721901. The field service representative determined the mixing speed varied and there was a very low sample probe liquid level detection voltage. He stated he suspected a poor quality sample run previously could have stained the measuring cell and created the false result. He replaced the mixer assembly and sample probe. He installed new measuring cell tubings. To verify the analyzer operation, he ran performance tests and quality control with results within acceptable range.

Manufacturer narrative:
This event occurred in (B)(6).

Manufacturer narrative:
The investigation could not determine a clear cause. No reagent issue was identified based upon acceptable quality controls and calibrations prior to and after the event. An instrument related issue such as those found by the field service representative likely caused the event, however pre-analytical issues could not be excluded as a potential cause. The patient was not adversely affected nor treated.